Event description:
It was reported by a customer in the (B)(6) that an 840 ventilator graphic user interface (gui) bottom display was scrambled. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), backlight inverter, printed circuit board (pcbs), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).